Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as fold flaw opening. As per the investigation procedure non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right side breast complaint. Later, rupture was reported diagnosed via MRI and confirmed during explant surgery . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, d6a, d9, h4, h6.

Event description:
Patient reported a right side breast complaint. Later, rupture was reported diagnosed via MRI and confirmed during explant surgery . Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported a right side breast complaint. Later, rupture was reported diagnosed via MRI and confirmed during explant surgery . Device has been explanted.